Manufacturer narrative:
There is insufficient data regarding the use of genex in cranial surgery. Genex is only cleared for long bone, extremities, pelvis and spine, hence use in the cranium is not indicated. Genex instructions for use (IFU) current revision: indications for use; genex is intended to be gently packed into voids or defects of the skeletal system (i.e long bones, extremities, spine and pelvis). Warnings and precautions; do not implant if a bloodless field cannot be achieved. Do not implant unless adequate coverage and/or containment can be achieved. Adverse effects; implantation of foreign material in tissues can result in histological reactions involving macrophages and fibroblasts. The clinical significance of the effect is uncertain, as similar changes may occur as a precursor to, or during the healing process. Genex was used in 6 patients to treat cranial defects. This is an off label use of the product. Wound swelling or inflammatory cysts were reported in 3 out of 6 patients. The surgeons postulated that fluid collection in dead space due to early resorption of genex before bone regeneration may cause inflammation to adjacent tissue. Premature absorption is a known hazard associated with genex. Device absorption typically occurs between 6-9 months, but may be affected by contact with certain materials. In this indication most of the product is in contact with the dura and soft tissue of the skull. The authors also suggested that other materials, such as blood and cerebrospinal fluid, may have pooled into the dead space. This may also inhibit bone regeneration and cause local inflammation. Histological reactions may occur during absorption as a precursor to, or as part of the healing process.

Event description:
The following article was identified related to the use of genex; park, j.h., suh, s.j., lee, y.s., lee, j.h., ryu, k.y. And kang, d.g., 2015. Lytic complications after skull reconstruction using genex®. Korean journal of neurotrauma, 11(2), pp.135-138. Wound swelling or inflammatory cysts were reported in 3 out of 6 patients treated with genex for skull reconstruction. Case 1; 10cc genex was used to reconstruct a defect on the right parietal bone due to removal of a skull mass. Nine days post-operatively, the patient reported neglect on the left side of the body and dizziness. There were no signs of infection, and white blood cell count/erythrocyte sedimentation rate/c-reactive protein levels were reported to be within normal limits. MRI revealed a cystic lesion in the right parietal parenchyma, and CT showed loss of genex material along the inner side of the implantation site. Revision surgery was required in the form of removal of the material and cyst by irrigation. Following removal of these materials, histology revealed neutrophils, which was reported to be indicative of acute inflammation. Case 2; 10cc genex was used to reconstruct a defect on the left frontal bone due to removal of a skull mass. 1 month post-operatively, the patient reported swelling and local pain. No definite systemic or local infectious signs were present. CT examination demonstrated a cystic lesion at the surgical site, and reoperation was performed by irrigation. Histology revealed lymphocytes, which was reported to be indicative of chronic inflammation. Case 3; 5cc genex was used to reconstruct a skull defect on the left frontal bone following craniotomy and aneurysmal clipping due to ruptured artery. It was reported that there was a depression along the inferior margin of the temporal line of the frontal bone, and a protrusion at the inferior portion of the temporal fossa. Genex was used to fill the depression, and a fat graft was done around the site. Two months post-operatively, the patient developed swelling, fluid collection and local pain at the site of operation. The patient also suffered from delayed wound healing. There were no definite systemic of focal infection signs. After daily wound dressings for a month, local inflammation was healed. However, the depression and protrusion remained. The surgeons postulated that fluid collection in dead space due to early resorption of genex before bone regeneration may cause inflammation to adjacent tissue. They also suggest that other materials such as blood and cerebrospinal fluid can pool into dead space, and may inhibit bone regeneration and cause local inflammation. They conclude that attention is needed when using genex to treat large bone defects which need a long time for bone formation.